Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm complete to rewind the insulin pump and performed self and displacement test both are passed. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Insulin pump¿s history and trace files downloaded successfully using thump software. Device passed the self-test, rewind, prime/seating, basic occlusion test, occlusion test, force sensor test, displacement test. Insulin pump error 63 was confirmed in the formatted history file variable info = 21 file number: 643 line number: 501 on (B)(6) 2022 11:02:45. Pump error 37 was confirmed in the formatted history file on (B)(6) 2022 12:45:07. Insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Motor was tested outside of the device and no alarms noted during testing. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, cracked case-corner of belt clip rails. Pump error 63 was confirmed in the formatted history file (variable info = 21), isolated to the electronic stack pcba 1 and pcba 2. Pump error 37 was confirmed in the formatted history file on (B)(6) 2022 12:45:07 problem isolated to motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be